Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (B)(6) 2021 8:21:55 am pump started. (B)(6) 2021 8:22:06 am pump stopped. A functional test was performed. The customer reported product problem was not confirmed during testing. The pump was functioning according to specification. No fault was found with the device. The device history record was also reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the start button on the cadd solis vip pump was not starting or stop infusions as expected. No patient injury or complications were reported in relation to this event.